Event description:
The malfunction is filed under aag reference (B)(4); cc (B)(4).

Manufacturer narrative:
Investigation results: visual examination: the complaint device was returned to the manufacturer for evaluation. A visual examination was performed which revealed that the device returned in a used condition with visible loosened hooks. The hook (part # gk384202) was loosened from the main body (part # gk384200). Additionally, the device was sent to the production department for expert analysis. During production, the tensile strength of the hook is checked with a spring balance to confirm that the part can sustain a load of at least to 20 newtons (n). This device undergoes 100% testing in the semi-finished good stage as gk384800 to confirm a pull-off force of at least 20n to ensure that the connection will hold. No issue was noted with this part during this verification testing. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the hook may have loosened due to the application of an excess load from the outside. However, the root cause of the failure mode could not be detected. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. However, there is no indication of a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ceramic electrode tip. According to the complaint description, the product fell apart in three (3) pieces. The surgeon was performing a laparoscopic myomectomy, bilateral salpingectomy, and removal of a permanent birth control device. The pieces fell apart outside the patient's body and not in the surgical field. The patient was not at any risk and a replacement device was opened to complete the procedure. (The tip is broken off as one piece. The second piece is the ceramic component, and the third piece is the metal cone.) Additional information was not provided. The malfunction is filed under aag reference (B)(4).